Manufacturer narrative:
Device evaluation: lens was returned dry. Visual inspection found brownish and clear dry residue on lens and a piece of haptic missing. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
A 13.2mm micl13.2 implantable collamer lens, -16.0 diopter, was returned damaged. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.